Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 05-12-2024 patient reported that 1 infusion set fell off during use. The infusion set was in use for 1-2 days. Patient replaced infusion set and resumed insulin successfully. No further information was available.